Manufacturer narrative:
J. Viveen, msc, et al. "Clinical and radiographic outcome of revision surgery of total elbow prosthesis: midterm results in 19 cases" j shoulder elbow surg (2017). Pg. 1-7. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Ante prkic, md, koen l.m. Koenraadt, phd, izaäk f. Kodde, md, phd, bertram the, md, phda, denise eygendaal, md, phd.

Event description:
It is reported in a journal article that three patients experienced nonprogressive osteolysis following elbow arthroplasty. It was noted that the osteolysis already existed on the first postoperative radiograph and was therefore a result of poor cementing technique. No further information has been provided.